Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using an unknown bd blood collection tubes customer states that they are having issues with the gel. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that they are having gelling of the serum in tubes.

Event description:
It was reported when using an unknown bd blood collection tubes customer states that they are having issues with the gel. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that they are having gelling of the serum in tubes.

Manufacturer narrative:
The following updates are being submitted as a correction to the initial report submitted: g7: type of report: initial. 30 day.